Manufacturer narrative:
Product recall initiated on august 21, 2007.

Event description:
Evidence of intraosseous ganglion within the tibial component extending out the tibial orifice anteriorly and inferiorly (measuring 4.3 cm in length, with width of appr. 1.8 cm). In 2007, pt underwent r. Acl revision, reconstruction, and partial menisectomy. Intra-operatively, the tunnel was debrided and the previous screw was removed en bloc. Original surgery was performed nine months earlier.